Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in early 2008. According to the complainant, 8 days after placement, the device detached outside the pt's body. The device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provided the suspect device lot number; therefore, the device manufacture date is unk. A visual examination of the returned device did not reveal any balloon pinholes or other remarkable damage. A functional evaluation was performed by inflating the balloon with water and maintaining pressure for six days. After the six days duration, the balloon remained inflated and no evidence of a leak was detected. The reported malfunction could not be confirmed; the cause is undetermined.